Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain pelvic") and crohn's disease ("crohn's disease") in an adult female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included lower abdominal discomfort, depression, tonsillectomy, knee operation and peptic ulcer. Previously administered products included for birth control: mirena and birth control pill. Concurrent conditions included narcolepsy, low back pain, burning micturition, paratubal cyst, perineal pain and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant) with abdominal pain, vulvovaginal mycotic infection ("vaginal yeast infections"), bacterial vaginosis ("bacterial vaginosis infections"), urinary tract infection ("urinary tract infections") with pollakiuria, infection ("numerous infections"), vaginal infection ("serious vaginal reaction/infection") with vulvovaginal inflammation, vaginal discharge, swelling, erythema and skin irritation, allergy to metals ("nickel allergy"), weight decreased ("weight loss"), mental disorder ("psychological or psychiatric problems condition: essentially no quality of life, has impacted my mental health substantially"), vaginal haemorrhage ("extreme vaginal bleeding"), mood swings ("extreme mood swings beyond any of my wildest dreams") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, crohn's disease, bacterial vaginosis, urinary tract infection, infection, dysmenorrhoea, dyspareunia, fatigue, allergy to metals, mental disorder, female sexual dysfunction, vaginal haemorrhage, mood swings and weight increased outcome was unknown, the vulvovaginal mycotic infection and vaginal infection had resolved and the weight decreased was resolving. The reporter considered allergy to metals, bacterial vaginosis, crohn's disease, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, mental disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. (B)(6) 2012, procedure: approximately four coils were noted to be in the ostia. (B)(6) 2013, neg ultrasound, impression: 1. Normal hepatocellular function. 2. Patent common bile duct and cystic ducts" 3. Normal gallbladder ejection fraction of 71% in response to cck. (B)(6) 2013, upper and lower enqoscopy with biopsy. Impression: normal upper and lower endoscopies. Biopsy were obtained. (B)(6) 2017, uterus and segments of right and left fallopian tubes, resection final diagnosis: ectocervix without dysplasia proliferative phase endometrium without atypia no significant histologic abnormalities gross description: essure devices are in place in both cornu, extending in to both fallopian tubes. Left tube has single paratubal cyst. Current weight as of 20-jun-2018: 115 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, pelvic pain, fatigue, allergy to metals, crohn's disease, vaginal haemorrhage, mood swings, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain pelvic") and crohn's disease ("crohn's disease") in an adult female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included lower abdominal discomfort, depression, tonsillectomy, knee operation and peptic ulcer. Previously administered products included for birth control: mirena and birth control pill. Concurrent conditions included narcolepsy, low back pain, burning micturition, paratubal cyst, perineal pain and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant) with abdominal pain, vulvovaginal mycotic infection ("vaginal yeast infections"), bacterial vaginosis ("bacterial vaginosis infections"), urinary tract infection ("urinary tract infections") with pollakiuria, infection ("numerous infections"), vaginal infection ("serious vaginal reaction/infection") with vulvovaginal inflammation, vaginal discharge, swelling, erythema and skin irritation, allergy to metals ("nickel allergy"), weight decreased ("weight loss"), mental disorder ("psychological or psychiatric problems condition: essentially no quality of life, has impacted my mental health substantially"), vaginal haemorrhage ("extreme vaginal bleeding"), mood swings ("extreme mood swings beyond any of my wildest dreams") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, crohn's disease, bacterial vaginosis, urinary tract infection, infection, dysmenorrhoea, dyspareunia, fatigue, allergy to metals, mental disorder, female sexual dysfunction, vaginal haemorrhage, mood swings and weight increased outcome was unknown, the vulvovaginal mycotic infection and vaginal infection had resolved and the weight decreased was resolving. The reporter considered allergy to metals, bacterial vaginosis, crohn's disease, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, mental disorder, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. (B)(6) 2012, procedure: approximately four coils were noted to be in the ostia. (B)(6) 2013, neg ultrasound. Impression: normal hepatocellular function. Patent common bile duct and cystic ducts" normal gallbladder ejection fraction of 71% in response to cck. (B)(6) 2013, upper and lower enqoscopy with biopsy. Impression: normal upper and lower endoscopies. Biopsy were obtained. (B)(6) 2017, uterus and segments of right and left fallopian tubes, resection final diagnosis: ectocervix without dysplasia proliferative phase endometrium without atypia no significant histologic abnormalities gross description: essure devices are in place in both cornu, extending in to both fallopian tubes. Left tube has single paratubal cyst. Current weight as of (B)(6) 2018: 115 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, pelvic pain, fatigue, allergy to metals, crohn's disease, vaginal haemorrhage, mood swings, urinary tract infection, vulvovaginal mycotic infection, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from sep-2012 to (B)(6) 2012. Events pain pelvic were clubbed with previously reported event. Events abdominal pain, allergy to metals, bacterial vaginosis, crohn's disease, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, mental disorder, mood swings, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight increased, device monitoring procedure not performed were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.